Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was exposed at the anterior foot pocket with the posterior cuff and needle tip were still attached to the rail end. The anterior cuff was still loaded in the pocket. Both cuffs were still attached to the link. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported cuff miss experience. A proxy plunger was inserted and the needle trajectory was acceptable. The anterior cuff was captured successfully. Also, the needle trajectory is checked twice during the manufacture of the device; therefore, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to this event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.